Event description:
Info received states that a pre-use check was bypassed and the circuit compliance compensation was turned on without being calculated. As a result, the pt was hypoventilated and this condition was unrecognized for about 6 hours. There was no pt injury although the pt was subjected to prolonged acidosis. The incident came to our knowledge after hosp contacted us wanting to know why the logs downloaded after the incident differed from the current text-log two months after the event which did not show any data from the incident date and earlier on.